Event description:
The account stated a falsely depressed wbc result was generated of 0.026 10e3/ul on a patient without invalidating flags on the cell-dyn sapphire. The patient sample was repeated on another cell-dyn sapphire with wbc of 3.2 10e3/ul. The patient's wbc from the previous day was 4.1 10e3/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
The pcb, syringe driver sensor board (sdsb) was replaced due to worn out, precaution or troubleshooting to resolve the issue. The wbc result of 0.026 10e3/ul is a valid result with a numerical result flag (underlined). The flag alerts the operator that further verification of the result is required. Based on the investigation, which included review of product historical data, and product labeling, the cd sapphire was performing as expected. A product deficiency was not identified for the cd sapphire system, list number 08h00-01, related to the complaint incident.